Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a minor chip on pink rubber and discoloration around the pink rubber, a bad reconnector, zero broken image guide fiber and a loose connection between scope connector and a us connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while reprocessing, no image displayed on the evis exera ii ultrasonic bronchofibervideoscope. The procedure was completed using a similar device and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective electrical (el) connector. Olympus will continue to monitor field performance for this device.